Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post procedure of implanting the device, while the patient was still in the procedure room, device diagnostic issue was observed where the surface electrocardiogram (ECG) and the intracardiac electrogram (iegm) was variable and there was a delay beyond millisecond where the ventricular electrogram and the v sense did not align with the surface of the ECG. The physician was satisfied with how the iegm looked and no further action was taken. The implantation procedure was smooth. Patient was stable and discharged the following day.